Event description:
It was reported to baxter (B) (4) that the reservoir of a baxter infusor two day ruptured immediately after the start of filling. The device was being filled with 5-fu and saline. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Additional narrative: the sample has not yet been received by baxter for evaluation. Should the device or additional information become available, a follow-up report will be submitted. (B) (4)